Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a static fill estimate issue of 70 units. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support on the cause of the issue, which is related to a variance in measured pressures, and was informed that the fill estimate will adjust once the remaining insulin matches the current static number displayed. Caller understood and acknowledged the explanation.